Event description:
Procedure: low anterior resection. According to the reporter: the customer reports that the device got locked up shut at first use. Some tissues were damaged as the surgeon had to pull the device which left the rectum partially stapled with a major risk of infection.

Manufacturer narrative:
(B)(4).